Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and discovered a disconnected tubing from the upper fitting of the pertier sample line, causing a small amount of diluent to leak onto the single tube processing module. The fse indicated that the leak had damaged sensor (B)(4) which contributed to the single tube station home position errors, and had also damaged the manual station (ms) distribution board which appeared to be burned. The fse indicated that the ms board appeared to have a small area of physical damage (localized damage) sustained from the fluid leak from the sample line onto the board. The fse proceeded to replace the peltier sample line tubing and the single tube presentation module, and performed multi-transducer module (mtm) alignment to resolve the issues. The fse ran latron control and verified all parameters were within specifications. Although the fse indicated the ms distribution board appeared to burned, there was no report of fire, smoke, burning smell or injury associated with this event. This event appeared to be a localized component failure on a low direct current (dc) voltage board with no safety hazard related to fire, smoke or thermal. (B)(4).

Manufacturer narrative:
Additional information: the manual station was returned to beckman coulter for investigation and inspection indicates that salt crystal deposits were present in the assembly platform. The manual station distribution board was then removed and inspected. Salt bridges were found on most of the pins in connector j3 which is the main connection to the mrc controller and carries the motor signals along other sensor signals. The diluent spill also caused a shunt across the motor traces eventually causing improper drive of the stepper motor and stalling conditions as the current is compromised. In conclusion, no burnt components were observed; only evidence of salt after evaporation was left behind which may affect sensing integrity for the manual station positioning.

Event description:
The customer reported hearing a loud grinding noise from the single tube presentation cradle of the unicel dxh 800 coulter cellular analysis system. The customer also reported that the instrument generated "single tube station home position or tube cradle status could not be verified" error while troubleshooting an out of range latron quality control (qc). A field service engineer (fse) was dispatched to the customer's site to evaluate the instrument and discovered a contained leak while addressing the event reported by the customer. There was no report of injury or direct exposure to the leak. Erroneous results were not generated and there was no change or affect to patient treatment in connection with this event.